Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01803.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using pod coils, ruby coils, and a lantern delivery microcatheter (lantern). It was reported that the patient anatomy was tortuous. During the procedure, the physician injected an absorbable gelatin sponge. While advancing the first pod coil through the mid-shaft of the lantern, the physician experienced resistance. Subsequently, the pod coil was removed, and the physician implanted another pod coil. While advancing the next coil, a ruby coil, through the mid-shaft of the lantern, the physician experienced resistance. Therefore, the ruby coil was also removed. The procedure was completed using two additional pod coils and the same lantern. There was no report of an adverse effect to the patient.